Manufacturer narrative:
One used 74" medex¿ mangum¿ micro delivery set with 0.2 filter fluid delivery system was returned for investigation. During functional testing, water was manually introduced into the piece using a syringe; a leak was detected in the center of the filter. Investigation determined that the root cause of the filter leak was due to a supplier issue.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. "Level iiib neonatal intensive care unit, serving gestational ages from 23 weeks to term and post term infants." (B)(4).

Event description:
It was reported that the mangum filter kit was leaking. The kits were used in a level iiib neonatal intensive care unit on critically ill infants requiring intensive care. It was noticed that after a period of use, more than four hours but less than 24 hours, there was leaking "leaking from connection sites within the set. Nurses noted the leaking after visualizing puddles of liquid either on the pump or in the bed of the infant." The customer stated that this has happened on "multiple occasions" and is "not the first instance that this has happened" in this locations. There are no known adverse health outcomes reported.